Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2020. The customer¿s blood glucose were 41.2 mmol/l and 33 mmol/l. Customer was treated with intravenous drip and manual insulin injections with syringes for high blood glucose. Customer also reported that the insulin pump was under delivering the insulin. The customer stated that the self-test passed. The reservoir will not be returned for analysis.